Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from tandem technical support to perform a system check, but no issues were identified. The customer change the cartridge and infusion set and resumed insulin therapy.